Event description:
It was reported that the event occurred while in the cath lab during use. The doctor stated the internal diameter of the introducer is not suitable for the passage of regular use of devices (balloon catheters and stents) used in peripheral angioplasty. The balloon catheters and the stents do not pass through the introducer; they remain trapped inside. As a result, the entire system needs to be removed resulting in loss of access and repeating the procedure. There was no report of patient death, complications, injury or medical/ surgical intervention required. There is a delay or interruption with no harm to the patient noted.

Manufacturer narrative:
(B)(4).